Event description:
Hospital reported three cases of toxic anterior segment syndrome (tass) after cataract surgeries. This case is for a female pt who underwent surgery on (B)(6) 2014. Another surgeon from the same facility and using the same material never had any problems: both doctors used the same phacoemulsificators and sterilization process was the same as well. The staff was however different and they used different intraocular lenses (iol's) additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).